Event description:
The manufacturer received information alleging on june 15 at 11:30 a nurse placed a trilogy evo ventilator in standby mode to adjust settings and left the patient without restarting ventilation. No resuscitation procedures were performed at the time of the event. The patient was found deceased several hours later. An initial clinical assessment was performed. Standby mode is a user-initiated state that suspends ventilation. Available information does not indicate a device malfunction or performance issue. The event reflects interruption of therapy due to failure to resume ventilation after standby. Therefore, the device did not cause the event; however, it did contribute through a foreseeable use error, specifically failure to restart ventilation after standby mode was engaged. The device evaluation has not yet been performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that on (B)(6) at 11:30, a nurse placed a trilogy evo ventilator in standby mode to adjust settings and left the patient without restarting ventilation. No resuscitation procedures were performed at the time of the event. The patient was found deceased several hours later. An initial clinical assessment was performed. Standby mode is a user-initiated state that suspends ventilation. Available information does not indicate a device malfunction or performance issue. The event reflects interruption of therapy due to failure to resume ventilation after standby. Therefore, the device did not cause the event; however, it did contribute through a foreseeable use error, specifically failure to restart ventilation after standby mode was engaged.an additional clinical assessment was performed following receipt of good faith effort (gfe) information. The complaint reported that a nurse placed a trilogy evo ventilator in standby mode to adjust settings and left the patient without restarting ventilation, after which the patient was found deceased several hours later. Additional information obtained through gfe confirmed the device was operating in a/c-vc mode with standard therapeutic settings and a passive circuit configuration, with no reported device malfunction or medical intervention. Review of the device logs, with utc timestamps converted to japan standard time (jst), identified that the ventilator was placed into standby on (B)(6) 2026, at 19:33:41 jst (10:33:41 utc) and remained in standby until (B)(6) 2026, at 00:33:41 jst (15:33:41 utc), representing approximately five hours of continuous standby during which no ventilation was delivered. The transition into standby was associated with user interaction (start/stop key press), and therapy was resumed only following subsequent user action. Device logs demonstrated stable operation consistent with the intended function of standby mode and confirmed the device was capable of delivering therapy before and after this period. No evidence of device malfunction, unintended behavior, or failure to deliver therapy while active was identified.the device was returned to the manufacturer's service center. Evaluation confirmed no abnormalities. The device successfully passed all functional testing, and review of the downloaded event log identified no errors indicative of device failure.the post-market risk for trilogy evo products associated with standby-related field complaints is currently under evaluation through (B)(4), which is being updated to incorporate complaint data through (B)(6) 2026. The issue will be presented to the corrections and removal review board (crrb) to determine whether field action is warranted. The relevant hazard has been previously identified as hazard 16.1.7 within the risk management file (B)(4). Associated complaints have been monitored and trended according to established complaint trending procedures, and complaints meeting escalation criteria were appropriately routed through the post market clinical escalation process.DHR review: review of the device history record (DHR) for serial number (B)(6) identified no nonconformances or abnormalities related to the reported allegation or malfunction during manufacturing testing prior to distribution.